Event description:
During a treatment on a pt, they failed to rinse the hemofilter according to instructions, and as a result, the pt's blood came in contact with glycerine. Diuretics and blood products were administered to pt to alleviate the problem.